Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/5.0 mm balloon ruptured at 9 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous proximal right coronary artery (rca). The physician used an unspecified introducer sheath for vascular access and a pt2 ls guidewire and a launcher jr4 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'